Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient had stimulation in the wrong location, at the implantable neurostimulator (ins) location. It was noted that this occurred following a fall. The patient stated that they didn¿t think their programmer was working because they were having a lot of accidents the last 1.5-2 weeks prior to report. At the time of report the patient was on program 2 at 0.9 volts with a lightning bolt. The patient stated that they normally felt the stimulation at 0.8 volts or 0.9 volts and at the time of report they didn¿t feel it until they were at 1.9 volts. At 1.9 volts, the patient stated they could feel it in their hip and they normally felt it in their groin. The patient stated they slid out on the ground at work one day but they couldn¿t remember how long it had been since that happened. The patient was feeling the stimulation near the implant on the inside of their hip towards the center of their back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# unknown, product type: programmer, patient. Product ID: 3889-28, lot# va0jqyd, implanted: (B)(6) 2014, product type: lead. (B)(4).